Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found that the outer tubing was kinked/buckled. There was blood in/on the helix/lobe mechanism, the lead was stretched and visual analysis noted that the lead was damaged at implant.

Event description:
It was reported that at the implant procedure the lead came stuck in the introducer and the coil got damaged. The lead could not be extracted from the introducer. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.